Manufacturer narrative:
Findings: pump was received with cracked and bleeding on lcd glass, cracked lcd window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that there is cracked screen on the insulin pump and would like to replace it. Customer insulin pump is oow and we will replace the pump. Customer agreed to send original for failures analysis.